Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
It was reported that there was a malfunction resulting in failure to transition to battery power when ac is lost. There was no patient involvement.